Event description:
It was reported that, during implant testing, the shock impedance was less than 30 ohms. There was a lot of fluid in the pocket. Technical services advised that the fluid may have an impact on the impedance. The doctor successfully implanted the system and will check the impedance again later. There were no adverse patient effects.